Event description:
It was reported that "they connect port and catheter but unfortunately the catheter is separated, and connector is broken."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device for eval. When the investigation is complete, a final report will be submitted.